Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient who stated that the issue with ins turning itself off is resolved due to a new antenna.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the ins battery must be turning off by itself because the controller would show the ins was still at 90% charged when it should be showing about 30%. The caller stated that the ins battery icon was showing 30% during the call and was recharging excellent. The patient last recharged the day prior. The caller stated that was normal, but there were times the ins would show 90%. The caller stated they weren't turning the ins off and the battery life wasn't going down about once a week. It was also reported that the controller screen would read terminated when recharging the ins and they had to unplug the recharger and plug it back in to finish recharging. It was unknown if the patient lost therapy. No symptoms were reported.